Event description:
It was reported that a patient presented to clinic as outpatient, the pacemaker (pm) showed atrial tachycardia/ atrial fibrillation (at/af) burden exceedance alert. However, electrograms (egms) was missing for respected at/af episode. No intervention or procedure was performed. The patient had no consequences.